Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the light guide (lg) lens and air/water (a/w) channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had aspiration problems on channels 3, 4, and 5. The issue was found at maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was contamination in the air/water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the light cover glasses adhesive was worn. The optical cover glass adhesive was worn. The distal end cap was worn. The distal end adhesive was lifted. The control body aspiration housing and air/water housing had colored ring damage. The switch condition was worn. The pin unit was corroded. The down and right angle was not to specification. The air channel had blockage. The water flow was not to specification. The water removal was not to specification. The electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.